Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2022-01871.

Event description:
Manufacturer's ref.#: (B)(4).